Manufacturer narrative:
(B)(4). (B)(4). Damaged shaft. The analysis results for the device found that it was returned with the shaft bent and broken, the device was noted to be empty and with the lockout fired through. No functional testing could be performed due to the returned condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Reporter states customer had blood glucose result of 16 mg/dl taken on the advantage system, however, meter memory stored result as 161 mg/dl. No action taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was difficult to fire the clip and the handle was sticking. It is unknown if the clips were formed properly. A second device was pulled and they had the same issue. A third device was used to complete the procedure. There was no patient impact.